Event description:
It was reported that "rollator is not folding correctly - the bar is not locking into place."

Manufacturer narrative:
It was reported that "rollator is not folding correctly - the bar is not locking into place. Stated the rollator is not allowing to be opened all the way. Stated that there is no way to unsnap the strap that closes the chair to open all the way. Stated that after unboxing unit noticed one of the handles was received bent. Stated that customer is unable to insert the handle bar inside the hole frame."